Event description:
The customer reported that the system made a very loud popping noise and shut down without command. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.